Event description:
It was reported that the pt's pump eviscerated through the skin and is visible. Infection was also reported. The pump contained baclofen (lioresal) 2000mcg/ml 905 mcg/day. This occurred following a refill session. The hcp planned drug titration to avoid withdrawal issues.